Event description:
It was reported that the device exhibited far r-wave oversensing resulting in multiples episodes of inappropriate auto mode switching. The patient reported feeling shortness of breath. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.